Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using the bd insyte¿ autoguard¿ bc shielded IV catheter the hub was deformed and unable to secure. The following information was provided by the initial reporter: verbatim: issue - bd insyte autoguard IV catheter hub deformed, IV extension set unable to be seeded and secured.

Event description:
It was reported while using the bd insyte¿ autoguard¿ bc shielded IV catheter the hub was deformed and unable to secure. The following information was provided by the initial reporter: verbatim: issue - bd insyte autoguard IV catheter hub deformed, IV extension set unable to be seeded and secured.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.